Manufacturer narrative:
510k: this report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the review of the following journal article: metsaars w., henseler j.f., nagels j., nelissen r. (2017) supination contractures in brachial plexus birth palsy: long-term upper limb function and recurrence after forearm osteotomy or nonsurgical treatment. Journal of hand surgery volume 42, pages 1 - 11 (netherlands). The purpose of this retrospective group study was to present the long-term clinical and functional outcome of the entire limb after forearm osteotomy in residual brachial plexus birth palsy (bpbp) and to compare these results with a control group of age-matched children with a supination contracture who were treated non-surgically. Between december 1999 and december 2012, 22 patients ¿ 11 males and 11 females with a mean age of 6 years (forearm osteotomy group) who underwent ulnar and radius osteotomy using unknown synthes modular handset locking compression plate (lcp) and unknown synthes 2.0- and 2.7-mm screws for the treatment of supination contracture ¿ were reviewed for this study. Outcomes of the forearm osteotomy group were then compared to the outcomes of the nonsurgical treatment group (28 patients 16 males and 12 females with a mean age of 5 years at supination contracture diagnosis). Patients were followed on a half-yearly to yearly basis. The forearm osteotomy group consisted of 22 patients with a median follow-up of 5.0 years (range, 1.5 - 14 years). One patient was lost to follow-up after 1.5 years. Recurrence was defined as passive pronation of less than 30 degrees. These complications are associated with the patients who are under the forearm osteotomy group; nine patients (3 in ulna osteotomy, 6 in radius osteotomy) had a recurrence. In 5 of these patients, pronation returned to the preoperative values, which ranged from 0 to -20 degrees of passive pronation. One patient had a complication following ulna osteotomy due to insufficient plate fixation. A revision was necessary, without further complications. This report is for an unknown synthes screw this report is 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.